Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the history files were read out and analyzed. After a pressure alarm was confirmed device alarm 1159 occurred. The device was switched on again and no device alarm occured. The therapy data were set, a syringe change was performed and the therapy was started again. Thereupon the sample was subjected to a visual and functional examination. The device was clean a showed age-based marks of use. The cover caps at the screw pillars were available and undamaged, but the sealing was missing. The pca locking-mechanism was found damaged by wrong handling. The performed long term test showed no deviations. No damages were found inside. Following is described in the IFU: device alarms. When a device alarm occurs the infusion is immediately stopped. Press the on/off-button to switch off the device. Then switch the device on again. In case of a repeated device alarm you must close the roller clamp, disconnect from the patient, open the front door of the pump and take out the disposable. The device needs to be handed to the service department.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device is currently on shipping from user facility to bbm laboratory in melsungen, germany for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (B)(4): "device alarmed and turned off."